Event description:
It was reported by the affiliate that the device was used during a low anterior resection. The staples of the instrument released but did not complete into a b-form". The case was completed using a same like device. There was no consequence to the patient.